Event description:
Patient underwent generator and lead revision. The explanted lead was reported to be discarded.

Event description:
High impedance was observed for patient's device. A/p x-ray image of the neck and chest was reviewed. The connector pin inside the connector block is not able to be assessed for complete insertion due to the angle and quality of the image. There did not appear to be any sharp angles in the portion of the lead that could be visualized. The presence of a lead discontinuity could not be assessed due to the quality of the image. No known surgical interventions have occurred to date.

Event description:
Neck and chest x-rays were reviewed. There did not appear to be any obvious lead discontinuity in the portion of the lead that could be visualized. There appeared to be possible sharp angle in the lead after strain relief bend under the electrodes placement, where a tie-down is suspected to be present. The sharpness of the angle could not be assessed based on the images reviewed. No known surgical interventions have occurred to date.